Event description:
Health professional reported the removal of a lap-band system with no further info. Follow-up findings: the problem was first observed when the surgeon was "unable to access port" in order to do a fill. Health professional added that the "port was flipped" and the "balloon had a leak." The entire system was removed and replaced.

Manufacturer narrative:
Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."